Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint tube set was received and evaluated by r&d. The received device passed the air leak test successfully. No leak below fill chamber or on cpc barbed joint was observed. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the cpc joint was not secured all the way, resulting in a leak in the pressure line inside the pump. Furthermore, the lot number that was reported with the complaint, was returned as invalid by the manufacturer which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber on the irrigation tubing - vue (one day setup) was filling to the top during an shoulder stabilization procedure. There were no alarms triggered. A second tubing set was tried and the fill chamber slowly filled to the top during the procedure. The case was completed using the second tubing set with no consequence to the patient and no delay in the procedure. One tubing set and one fms vue will be returned for analysis by the sales rep. The sales rep who confirmed that the overflll was from the saline bag and that there were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.